Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number:. 3006705815-2019-02886. It was reported that the patient was not getting effective coverage, therefore, the physician replaced the leads. The patient now has effective stimulation post op.

Manufacturer narrative:
The event of lead explant/replacement due to physician preference was reported to abbott. Therapy was restored post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.